Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mp20 indicating there was no red alarm generated and not forwarded to the piic. It was in use at the time of event and there was a serious injury. Patient had an asystole but was resuscitated.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to download the logs. The fse indicated the log review showed some periods where the patient was missing from the station. The data transmission of the monitor was also tested by the customer's clinical management. Criticality emerged in the ECG cable. With the test device and a new ECG cable, the transmission to the central unit of the data occurred correctly as well as the mention of the alarms. The fse tested the unit with new ECG cables and the results revealed no problems. There were no errors on the apc controller and the aps. The customer's clinical engineering determined that the ECG cable was faulty. Philips requested the logs from the customer to be further evaluated by an internal philips product support engineer (pse). The philips pse evaluated the logs and agreed with the customer's clinical engineering's synopsis. Per the central station auditlog, the bed let 28 was in a technical inop condition on the ECG measurement (due to a defect cable) between 10:07:44 and 11:32. Ll lead off and ECG leads off inops were generated and acknowledged alarms. Based on the information provided in the case and by philips personal, the cause of the reported problem were the third party supplier ECG cables. Inops were generated at the bedside and central station during the timeframe 10:07:44 and 11:32. In question. The mp20 worked to specification. No further investigation or action is warranted at this time.